Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon inspection of the returned device the following defects were found, bending section cover glue peeled off and chipped, video connector corroded which caused the reported issue, and the device displaying scope communication error e216/e226/e227 and scope ID error e217. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the endoeye flex 3d deflectable videoscope exhibited scope communication error e216. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the metal contacts of the video connector of the equipment becoming corroded and causing poor contact. The event can be detected/prevented by following the instructions for use which state: 1) "precautions: do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." 2) "the methods listed as ¿compatible¿ are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. The follow field updated.

Event description:
Additional information received from customer that the procedure was successfully completed using similar device with no delayed.